Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with 300 units of insulin. Reportedly, the customer feels the cartridge has to be changed earlier than normal due to the insulin gauge depleting faster than expected. Although requested, no additional information was provided on the reported event. There was no impact to the customer's blood glucose level.